Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.4/2.7 mm variable angle locking compression plate bending plier broke during an open reduction internal fixation of the clavicle. When the bending pliers were used to bend a plate, the two star shaped teeth on the pliers broke off. The surgeon was able to finish bending the plate with the same pliers that resulted in a 10 minute delay. The procedure was completed successfully without any patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the boss that mates with implant hole has sheared off the returned device. The boss that sheared off was not returned for evaluation. The design and risk assessment has been reviewed and is adequate for its intended use and did not contribute to this complaint condition. It is possible that since it was used in a clavicle procedure, which requires the usage of a thicker plate, the thickness may have caused the plate bender to break during bending. Since it is unknown which plate was used in procedure, the root cause for breakage is therefore unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.